Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the issues appeared to be resolved after resetting the bluetooth connection on the device communicator. This was done by holding the communicator power button for 30-45 seconds to reset bluetooth. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they have had the stimulator for a year now and they were in the hospital for 2 weeks for an emergency surgery. Patient stated that they informed the hospital that they have a stimulator. Patient said that a nurse said they can turn it off. Patient was calling to confirm if it was turned off, and if yes, how to turn it back on. Patient wife took over the call and mentioned that patient had a cyst out and had that emergency surgery. Patient rep mentioned that they are in a house that does not have an internet hence they wanted to know the steps in how to turn on the therapy so they know how to do it when they get back home. Agent advised patient that they do not need an internet connection to turn on the therapy. Patient and patient rep had difficulty hearing the agent. Agent had the patent connect to mystim app and was asked to scan the communicator serial number. Patient rep saw unable to connect page and a message that the ins was depleted. Patient confirmed that they were not able to recharge it during the hospital stay. Patient rep had a great difficulty on locating the mystim app and recharger application. Agent had the patient start recharging session and patient was able to connect successfully with red ins battery level and excellent connection. Patient rep saw recharger battery at 25%. Agent advised to charge the recharger once battery depletes so that they can continue charging ins again. Pt called back stating they called yesterday but, the issue is 'not completed'. Pt stated 'it charged to 100%' but, they cannot get to the screen that shows how much it is charged. The pt and pt's wife on the call seemed to be confused with external devices at times. Pt stated that they go to mystim and it gets to 60% and then it does not go any further and they have tried 3-4 times. Agent had pt tap my stim - pt saw "unable to connect is the ins charged?" Pt wife stated it has been so long without this charged and now it is being stubborn. Pt connected the recharger and saw ins was 100% charged, therapy off, excellent connection. Pt saw bluetooth was on (location was off - pt turned on). Pt wife asked - agent reviewed wi fi. Pt still could not advance past unable to connect. Pt stated they can hardly move without the stimulator. Pt then stated that 2.5 - 3 weeks ago, they had emergency and swelled up bad with infection and they went to the urologist. Hcp said pt had to go to surgery right away and the pt was trying to tell the hcp that the stimulator had to be in MRI mode and they were getting more lethargic. Pt's wife place communicator over the ins and still could not advance past unable to connect and no device response. Pt confirmed the ins serial number was in the review links section. Agent reviewed stim on/off in recharger app. Pt wife stated the pt has hcp appointment on thursday with a different hcp; pt was redirected to hcp to further address the issue. Additional information was received from the patient. Patient called back and reported difficulty connecting to the mystim app, stating they need access to MRI mode for upcoming tests scheduled tomorrow. Agent guided patient through connection steps. Patient reported yellow and green lights flashing on the communicator. Agent advised patient to charge the communicator, close all apps on the handset, and attempt connection via mystim app. Patient reported no bluetooth light on the communicator. Agent instructed patient to unplug the communicator from charging and reset the communicator. Patient attempted to reconnect but reported being stuck on a screen displaying a communicator icon inside a rotating circle. Agent instructed patient to reset handset bluetooth connection and toggle airplane mode on/off. Patient stated they needed to leave the house to attend to something and will call back.

Manufacturer narrative:
B3: event date is not known. Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.